Event description:
Customer reported being hospitalized with high blood glucose levels. Unable to complete troubleshooting. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Sent a tubing clamp and advised to call back for further testing when it is received.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.